Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned within a specimen jar, fully submerged in clear unidentified solution. As received, leaflets 1 and 3 were observed in the closed configuration, while leaflet 2 appeared partially open. All leaflets were flexible and intact with no visible damage. All commissures appeared intact. All sutures appeared intact with no visible damage. The outflow frame exhibited an elliptical appearance. Visual inspection identified multiple kinked struts on the outflow frame adjacent to leaflets 3 and 1, with a visible fracture noted on the c-paddle. The remnant c-paddle fragment was not returned with the valve. Updated data: d9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012967670); product type: 0195-heart valves; b5, d10, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter aortic valve, one paddle broke. No resistance was noted. A different valve was used for the procedure. No patient complications were reported as a result of this event. Additional information was received that the paddle broke when the when the outflow cone was locked to the inflow part of the compression loading system (cls). Additional information was received that there was no difficulty with the cls.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter aortic valve, one paddle broke. No resistance was noted. A different valve was used for the procedure. No patient complications were reported as a result of this event. Additional information was received that the paddle broke when the when the outflow cone was locked to the inflow part of the compression loading system (cls).

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter aortic valve, one paddle broke. No resistance was noted. A different valve was used for the procedure. No patient complications were reported as a result of this event.